Event description:
It was reported that this right atrial (ra) lead exhibited sensing failure due to lead dislodgement. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was filed to capture the product involved. A separate report was already submitted for the correct product involve refer to report number: 2124215-2025-58867.

Event description:
It was reported that this right atrial (ra) lead exhibited sensing failure due to lead dislodgement. This ra lead remains in service. No adverse patient effects were reported.